Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2004 and a mesh was implanted due to umbilical hernia with incarcerated omentum and bowel. The patient underwent a calibration and dilation of urethra, cystolithotripsy with electrohydraulic lithotripter, stone basket extraction and fulguration of bleeding sites on (B)(6) 2010 due to bladder stone. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria and incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.